Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace breath delivery unit (bdu) printed circuit board (pcb). The customer reported to have replaced the bdu pcb and the covidien customer support engineer (cse) uploaded the operational software and performed the device eval. The ventilator passed extended self-testing.

Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.